Event description:
See initial report.

Manufacturer narrative:
The entire essenz system was re-examined and found the roller pump85 pump connector had one pin that was not fully seated/inserted into the connector block. The connector was disassembled and the pin reinserted, tested to ensure it was retained in the connector block, and the connector reassembled. The system has been in use since then with no further problems noted. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
H 11: further information was collected through follow-up communication with the livanova service representative in charge: - the claimed pump stopped spinning when the error was displayed; - the perfusionist did not try to control the cpl-c pump via the related knob on the back-up control unit (bcu). A device service history review has been performed and identified that the unit was manufactured in 2024 and no other similar events have been reported. A complaints review was conducted and other instances of the error code 2329 have been reported. The reported error code is associated with a software exception logged. Livanova has issued CAPA to address this issue and foresees the release of software revision 1.5 in which the pump's internal checks will be distinguished allowing specific analysis. Based on all the collected elements, the issue is related to the essenz software design. In the reported case, it cannot be excluded that the bent pin in the connector contributed to the appearance of the error code. No other specific action was currently deemed necessary. Livanova maintains and documents the periodic customer events monitoring process to evaluate actions for the improvement of the products.

Event description:
Livanova deutschland received a report that a roller pump 85 displayed errore cardioplegia pump defective, it stopped spinning and it could not be restarted with the encoder on the cockpit while getting ready to go on bypass. Medical team elected to reboot the essenz console and issue was solved. Procedure was completed with no issue.

Manufacturer narrative:
A.1.-a.5. Patient information were not provided. H11: livanova deutschland manufactures the roller pump 85. A preliminary log analysis has proved that the cpl-c pump has been affected by a 2329 error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.